Manufacturer narrative:
Section d4 (serial no) has been updated based on the returned product. Section d4 (expiration date) & h4 (device mfg date) were updated based on the returned product download. Sensor 3mh0056cnh4 has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was not observed. No failure modes were observed with sensor plug upon visual inspection. Therefore this issue is not confirmed. Extended investigation has been performed for updated serial number and the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "check sensor" message on the day of wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, customer experienced nausea and was unable to decide on the dose of insulin to be administered and called the emergency doctor. Customer was hospitalized and lab glucose reading of "84" and "48" was obtained (B)(6) 2021 and (B)(4) units of insulin was administered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "check sensor" message on the day of wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, customer experienced nausea and was unable to decide on the dose of insulin to be administered and called the emergency doctor. Customer was hospitalized and lab glucose reading of "84" and "48" was obtained (B)(6) 2021 and 3 units of insulin was administered. There was no report of death or permanent injury associated with this event.